Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a lantern delivery microcatheter (lantern). During the procedure, while advancing a guidewire through the lantern, the physician noticed the midshaft of the lantern was broken and the guidewire had come out through the broken section of the lantern. It was reported that the broken section of the lantern was outside of the patient. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same rhv. There was no report of an adverse effect to the patient.